Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the es server webpage could not be accessed; the error message was 'site couldn't be reached' . The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the issue, a technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.